Event description:
It was reported that the device would lock up and display black lines across the display upon powering the device on. There was no pt use associated with the reported failure.

Manufacturer narrative:
(B)(4): the customer confirmed that the device has been retired and taken out of service. The unit will not be returned to physio-control for evaluation. The cause of the reported failure could not be determined.